Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse heard an audible noise while attempting to perform all-set-home and did not reproduce the error 4019 spec.z-axis home not found. The fse found the issue before replicating the error and inspected the sampler and it made a grinding noise. Most likely dust and/or debris were picked up after it was lubricated during the periodic maintenance (pm). The fse also inspected the wash system and found air in the line from the wash bottle that is connected to the wash bottle cap sensor. Fse cleaned and lubricated the sampling rods and threads, reseated the hose inside the wash bottle, and secured it with a zip tie. Fse then primed the system until all the air was removed. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 23may2025 through aware date 23jun2025. There were two similar complaints identified for error 2015 bf probe purge failure during the search period including this case and no similar complaints identified for error 4019 spec.z-axis home not found and audible noise. The aia-360 operator's manual under section7-1: error messages states the following: (4019) spec.z-axis home not found description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (2015) bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to dust and/or debris in the sampler assembly and air in wash bottle line.

Event description:
A customer reported error messages ¿4019 spec.z-axis home not found and recurring 2015 bf probe purge failure¿ after the periodic maintenance (pm) was performed on the aia-360 analyzer. The customer rebooted the analyzer, performed all-set-home, and an audible grinding noise was heard. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.